Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number 1825034. This report should be voided and a corrected report has been filed under MFR number 0001822565-2023-02804.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number 1825034. This report should be voided and a corrected report will be filed under MFR number 1822565.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02303. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the screw went through the hole of the cup and ended up on the other side of the cup. There is no additional information available at the time of this report.